Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit cable break . There was no patient involvement reported.

Event description:
Complaint is being cancelled and it was opened in error.

Manufacturer narrative:
Complaint is being cancelled and it was opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.